Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code 102/charge profile fault) was confirmed. Upon investigation the monitor failed an incoming pulse test. The cause for the failure was isolated to the c19 capacitor on the defibrillator pca had a broken solder joint. The root cause for the defective c19 capacitor could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A u.s. Distributor returned a monitor and reported monitor was displaying a service code 102.